Event description:
Patient reported "grade IV contracture and pain" and "prosthesis was recalled". Later healthcare professional reported " grade IV contracture; pain for more than a year; changes in breast volume and shape. Reactive lymph nodes" and "accommodation folds". This record is for the right side. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. The event of "capsular contracture, baker grade IV" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade IV.